Event description:
Pt developed an infection following vns implant surgery and has been on oral antibiotics since then. Antibiotics were discontinued at the beginning of september 2002. When the antibiotics were discontinued, the neck incision site again appeared infected. Further evaluation revealed that the infection was present at both the pulse generator/pocket and bipolar lead/cervical sited. The pt's ncp system was explanted as a result of the infection. It is not known at this time whether the infection has resolved. Re-implant is not shceduled at this time.